Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provide idn the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member of the patient that reported that the patient never had therapeutic effect. The patient has had multiple sclerosis for the last 15-20 years and his incontinence might be related to the multiple sclerosis. The patient only had the device for several weeks and then he fell twice, injured his back and was in the hospital and nursing home twice. The patient is currently in an assisted living and still having incontinence. The patient fell in about the middle (B)(6) of 2015 and went to the hospital and nursing home. And then he fell again, but on his back, around the beginning of (B)(6) of 2015 and went to the hospital and nursing home again.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0ten4, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer, health care provider, and manufacturer representative reported that the patient device was not managing their symptoms. The patient was doing well for a few days after implant, then over the weekend started having an onset of extreme frequency and urgency. The patient had a low grade fever, sweating, and chills on (B)(6) 2015. The patient had active problems including a neurogenic bladder, urge incontinence, and urinary urgency. A urinalysis was deferred as the patient could not void when they saw their health care provider on (B)(6) 2015. The abdomen site of the buttocks implant was well healed and there were no signs of infection. The patient had a urinalysis with leukocytes and the hcp would start the patient on an antibiotic empirically and the test the culture. The patient was assessed to have a urinary tract infection (uti). The health care provider (hcp) switched the volume of the device to 5.4v and the patient would call if they were not improved by the next week. On (B)(6) 2015, the patient's family member had the poor communication screen on the patient programmer. Confirming that the antenna was secure and syncing with the implantable neurostimulator (ins) resolved the issue. The patient's family member would trying increasing stimulation on the current program, program 1, and monitor the patient's symptoms. The patient could not increase above 8.5v. The patient's family member called their hcp to report that the patient was having more urinary symptoms and had turned the unit up with no results. They wanted to change programs and the hcp sent the manufacturer representative an email, who would contact the patient and assist them. The manufacturer representative called the hcp and had contacted the patient and set the unit to program 4 at 3.5v with good results. The patient would keep a bladder diary for the next week. The patient had 2 falls since lead implantation on to their side without injury. The patient would be checked in 1 to 2 weeks if they had not called their hcp. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.